Event description:
It was reported that the patient presented in clinic for aveir leadless pacemaker (lp) implant procedure. During implant, it was observed that the atrial lp was causing premature ventricular contractions (pvcs). Imaging performed verified dislodgement of the lp into the ventricle, most likely due to inadequate fixation. During removal, the lp got caught in tissue and the helix was extended. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.